Event description:
It was reported that the pt experienced discomfort at the implant site and received no benefit from her implant. The pt's device was explanted. There are no plans to reimplant this pt.